Event description:
Follow up information received reported that the patient received assistance from their doctor and manufacturer's representative and their concerns were resolved. The patient noted that they were contacted by phone on (B)(6).

Manufacturer narrative:
Concomitant products: product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37092, lot# 234550003, implanted: (B)(6) 2009, product type accessory; product ID 3387s-40, lot# v366318, implanted: (B)(6) 2009, product type lead; product ID 3387s-40, lot# v366318, implanted: (B)(6)2009, product type lead. (B)(4).

Event description:
Additional information received reported they did not note the error code. There was no additional troubleshooting that was performed. They had turned it off and back on and that resolved the issue. The patient had no changes to their therapy and there had been no further issues and the patient received effective therapy. Follow up is complete.

Event description:
It was reported there was a power on reset (por) call your doctor message on the patient programmer. It was noted they were unable to adjust stimulation. It was stated it occurred a few days prior to report. It was stated they were sitting in a chair and felt a ¿funny tingling sensation up and down their legs.¿ it was noted they connected with the patient programmer and saw the por message. It was stated the patient called their doctor to report the issue. It was noted they were still a little shaky so they pressed the navigation key on the programmer and pressed another button and some other button and they were able to turn it back on. It was stated it worked fine ever since then. It was noted they were ¿on ok 2.5v and 3.80v.¿ it was noted the implantable neurostimulator (ins) battery level was at 2.77v. It was noted the patient had a doctor¿s appointment scheduled for (B)(6).